Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600 synchron system intermittently generated erroneous glucose results. Customer reported that the erroneous results were not reported outside the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the cartridge chemistry (cc) sample probe, cc sample syringe, sample probe external wash valve and vacuum valve, and mixer station inserts. The fse performed alignments and the issue was resolved.

Manufacturer narrative:
This report is one of two reports related to two reportable events that occurred on two different days. This report is related to MDR#2050012-2011-08602.